Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was indicated that the operating system for the smart device was not a supported system which is patient misuse. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.